Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, initially cleared after a guided restart, then recurred, and the cgm was not connecting; the user changed all supplies, and the alert persisted, so a replacement ilet was arranged and education on troubleshooting and backup plan was provided. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included temporary interruption of usual device function with reversion to the user¿s backup plan. Investigation included guided troubleshooting, supply replacement, and remote case review. Investigation of this case revealed a recurrent motor stall alarm consistent with a pump performance issue not resolved by restart or supply changes. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump mechanism.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.